Event description:
During follow-up, interrogation of the device was not possible. Abbott technical support was contacted and resetting the telemetry was attempted but was unsuccessful. Device replacement was suggested. No intervention has been performed at this time. The patient was in stable condition.